Event description:
It was reported that during laparoscopic sleeve gastrectomy, the unit would shut off in the middle of use and device hand piece would not activate and not burn like normal as well. Activation tone or end tone was not heard when activating the handpiece. Another unit was used and a new handpiece was opened to complete the procedure. Cleaning of the jaws was done frequently and that there were 15-20 good seals before the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1944, jaw lap lf1944 ligasure maryland 44 cm (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found customer labeling, scuffs, scratches, and chips in the paint. Functional testing found no power issues during testing. The generator had error code 402 in memory logs and during testing, indicating a device failure. Error codes 403, 404, and 405 were also found in memory logs. The issue was resolved by replacing the power supply pcba and receptacle. It was reported that the unit would shut off in the middle of use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the hand piece would not activate and not burn like normal. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: error codes 235, 312, and 339 were found in memory logs. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.